Event description:
I have had pain intermittent in my right tube. Pain hurts a lot of times and makes me bend over in pain. Now that it is 2014 I have it consistently. It hurts to sneeze, cough and now it hurts to even laugh. I feel it pulling inside ripping something. This hurts. Also I am starting to get pain in my lower back tail bone area and my hips. Pain with sex too. Once inserted the pain was always there. Health problem in pain most of the time. Pelvic pain and tubes are in pain. Once inserted the pain was always there.